Event description:
Additional information received reported that testing was done on 2013 (B)(6) and the device had elevated impedances on the electrodes. It was reported, the patient had the device reprogrammed. It was reported, the patient was frustrated. It was noted, the patient¿s therapy was under evaluation.

Event description:
It was reported that the patient was ¿about to get hysterical¿ because this was her second implant and it wasn¿t working. The patient reportedly saw her healthcare provider (hcp) the day of the report for her first follow-up appointment to ¿try to fix it¿. However, it was not successful and it was thought that ¿it was the lead again¿. Impedances were checked and indicated to have been ¿elevated¿. The reporter thought it was at ¿400 something but didn¿t even know¿. The patient had to go back to see her hcp the following day to see what was going on with the x-ray. The reporter indicated that the patient was mentally unstable and ¿not good¿ and was reportedly on "a whole lot of medications". It was noted that this was affecting the patient¿s ¿mental ability¿ and making her depressed. The patient was also upset about it. The patient could feel stimulation, but was ¿a little past¿. The patient attempted ¿to do it on her own¿ and turned stimulation on and ¿went into shock¿. There was however no known accident or incident related to this complaint. Refer to manufacturer¿s report # 3004209178-2013-12534 for information pertaining to the patient¿s previous implant.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va07k1c implanted: (B)(6) 2013, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).

Manufacturer narrative:
Additional review indicated the following code was applicable to the event. (B)(4).